Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Implant expiration date was updated based on additional information. An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a right removal of a triathlon due to instability. The patella component was left in.

Event description:
It was reported that there was a right removal of a triathlon due to instability. The patella component was left in.